Manufacturer narrative:
The unit was returned with its original pouch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The wire was inspected visually and microscopically and the spring tip was noted to be damaged (stretched, kinked and unraveled). Microscopic inspection also revealed the wire was broken at the distal tip section.

Event description:
It was reported that guidewire fracture occurred. Upon unpacking a guidewire break was observed with a 018 st 180cm platinum plus guidewire. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that guidewire fracture occurred. Upon unpacking a guidewire break was observed with a 018 st 180cm platinum plus guidewire. The procedure was completed with another of same device. No patient complications were reported.